Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose and a hyperglycemic coma on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer had permanent atrial fibrillation and transient hyperglycemia with associated ketoacidosis, asthenia, and vomiting. The caller did not mention how the customer was treated. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. The customer received a hard ware low level failures alarm when they got discharged and tried to get on insulin pump therapy. Troubleshooting was not completed. The insulin pump will not be returned for analysis.